Event description:
Initial result for a patient potassium was 7.95 mmol/l. When retested on another analyzer, the result was 7.00 mmol/l. No treatment was provided based on the inccorrect result. The field service representative repaired the instrument by replacing the potassium electrode and the saline solution.